Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer called in and stated that the return spring on the brake allegedly snapped. Dealer claims customer just pulled up on it and it appeared to break. MDR filed.